Manufacturer narrative:
Addition h6: code 213-the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
Addition g5.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. It was reported that on an unknown date at the follow-up, a distal type I endoleak from the gore® excluder® aaa contralateral leg was suspected. There is aneurysm enlargement (about 5 mm/one-year post) was also detected. On (B)(6) 2020, a reintervention was performed. Although a distal type I endoleak from the contralateral leg was not confirmed during the reintervention, a stent graft was additionally implanted into the external iliac artery to secure and extend the distal landing zone. In addition, a type ii endoleak was revealed from the iliaco-lumbar artery. The lumbar artery was coil embolized and the procedure was completed without any further issues.